Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, a failure of the device to power on and a blank lcd screen was observed. The device's system board and lcd screen were replaced to address the issues.